Event description:
I have been done epi_lasik by dr (B) (6), (B) (6) hospital with carl zesis mel 80 excimer laser for -9 and -9.5 myopia. After that I developed corneal haze, ghost vision, starbursts, dry eye conditions etc. I am really unhappy with the quality of the vision after my epi-lasik. (B) (6)